Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion test at 23psi (pounds per square inch). This occurred during testing in the biomedical department. There was no patient involvement. No additional information is available. No additional information is available.

Manufacturer narrative:
Additional information: h10: the device was received for evaluation. During functional testing, the reported problem of 'failed downstream occlusion test psi 23' was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of calibration force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.